Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this evaluation no further follow up is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.

Event description:
Rep reported that the valve was stuck. Despite successful efforts in using a big magnet and a vpv programmer to adjust the pressure the surgeon opted to explant and replace the valve with another like product. It was also noted that the patient was post op mengioma 10 years later. Rep also obtained protein lab reports. It was explained that on implant the patient protein levels were 46. After a tap the protein levels indicated 72.